Event description:
It was reported that the drain broke off in the pt. The indwelling portion was surgically removed.

Manufacturer narrative:
One partial drain was received for evaluation which measured 4 1/4". Visual inspection under a 10x magnifier of returned partial drain noted that the drain broke at the clear tubing. The breakage site had jagged/sharp edges and stress marks which is indicative of excessive force having been applied to the drain beyond its tensile capabilities. The bonded portion inside the connector remains connected to the shaft. The lot number was not provided therefore the device history record could not be reviewed. There is nothing in the manufacturing process that could have contributed to the reported event. The instructions for use state the following precautions to avoid the possibility of drain damage or breakage: "avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).